Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? ¿ facility has declined to provide information at this time. Lot #? Facility has declined to provide information at this time. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Facility has declined to provide information at this time. Is the patient currently taking currently taking steroids / immunization drugs? Facility has declined to provide information at this time. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Facility has declined to provide information at this time. Was there any hiatal or crural repair done at the same time as the implant? Facility has declined to provide information at this time. Was mesh used at time of implant? Facility has declined to provide information at this time. What was the reason for removal of the linx device? Continued symptoms of gerd. At the time of removal, was the device found in the correct position/geometry at the time of removal? Facility has declined to provide information at this time. Have the symptoms resolved since the device was explanted? Facility has declined to provide information at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that a linx device was explanted because the patient's symptoms returned.